Manufacturer narrative:
Events were reported to have occurred on an unreported date in the year 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. The cause and treatment of the events were not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued and the patient was shifted to hemodialysis. No additional information is available.